Event description:
The customer received a blood glucose reading of 108mg/dl on his breeze2 meter. He also ran tests on his two non-bayer meters with readings of 257,262,297 and 319mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the customer has no strips left to return. A new meter was sent.

Manufacturer narrative:
The model number was not provided.